Event description:
It was reported that pump displayed malfunction alarm and software error, and caller initially requested help with starting cgm session and loading cartridge but lacked room temperature insulin. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, after which malfunction did not recur and customer was advised continued pump use with instructions to call back if problem returned, and during follow-up call technical support provided education on starting cgm sensor session and loading cartridge, which caller understood and acknowledged, with no further concerns about pump or supplies.